Manufacturer narrative:
(B)(4). Test strips were received by lifescan product analysis. However, the product that was returned was expired at the time of the complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis required. Device evaluation: the subject meter has been returned and evaluated by lifescan product analysis ((B)(4) 2012) with the following findings: the meter involved with this complaint failed testing. The spc in meter was found to be dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was prompting an error 5 message. Per the onetouch ultralink user guide the error 5 message prompts when there is a problem with the test strip or the sample size was too small. This complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began about a month prior to contacting lifescan. However, the patient informed the cca that he had not been using the subject meter until (B)(6) when he rediscovered the alleged issue. The patient reported managing his diabetes with humalog insulin pump therapy and denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that he developed symptoms of "dizzy and blurred vision" about an hour prior to contacting lfs at which point he administered himself a 5 unit bolus of humalog insulin. The patient also stated that he was able to test his blood glucose on another device at the onset of symptoms and obtain a blood glucose result of "288 mg/dl." During troubleshooting the cca documented that the patient was not using the subject meter for the first time and that the patient was using the correct testing process. The cca also documented that the patient was using expired test strips. During troubleshooting the patient did not have his testing supplies to walk through a retest. The patient informed the cca that he had the same alleged issue with a second vial of test strips. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged issue starting. In addition, there is evidence that the subject meter malfunctioned and contributed/caused the adverse event.